Event description:
It was reported the patient was having problems with urinary incontinence in (B)(6). It was noted the patient was a nurse. The problems started when they were lifting a patient¿s leg into a machine and they wet their pants. The problem went on for two months and has since been resolved. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28, lot# v342088, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).